Manufacturer narrative:
The customer reported that the central nurse's station (cns) rebooted itself and when it came back, all the tiles were missing from the unit as if no bedsides were registered to the device anymore. The customer changed out the unit with another cns. The customer is sending in the unit to be exchanged. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) rebooted itself and when it came back, all the tiles were missing from the unit as if no bedsides were registered to the device anymore. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) rebooted itself and when it came back, all the tiles were missing from the unit as if no bedsides were registered to the device anymore. The customer changed out the unit with another cns. The customer is sending in the unit to be exchanged. There was no patient injury reported. Investigation summary: the complaint unit was returned and was evaluated by the nk repair center. The nk repair center was unable to duplicate the reported issue. There were no other malfunctioning parts observed. The unit also passed testing and was operating within specifications. Based on the available information, a definitive root cause could not be identified. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the central nurse's station (cns) rebooted itself and when it came back, all the tiles were missing from the unit as if no bedsides were registered to the device anymore. There was no patient injury reported.